Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device displayed an e6 error code, ran in the locked position, and had unintended motion. It was further determined that the device failed pretest for safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Concomitant device: attachment device; therapy date: (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device displayed an e6 (overheat warning) error code while in use with the attachment device. According to the reporter, the device was working, then showed an e6 error code. The device was turned off and restarted, however the e6 error code was displayed again. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.